Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that non-dependent, asymptomatic patient presented for follow-up after a remote transmission showed the device to be in backup vvi. A firmware download was performed and the charge histogram data and battery data was reloaded. The device was then reprogrammed. The patient is fine and will continue to be followed normally.